Manufacturer narrative:
(B)(4). Additional information: the customer was contacted regarding this event. The customer reports the physicians that attempted to remove the separated piece felt comfortable leaving the broken piece in the patient. Also , reported that the piece is small and is in the pulmonary area, so the patient was informed that the piece would remain inside of her.

Event description:
The customer reports: the doctor was doing a declot fistula, in the subclavian/auxiliary region of the pt.'s body, the tip of the ptd device broke off. They tried to snare it, unsuccessfully. When he was done declotting the fistula, they found the radiopaque tip dislodged and went into patient's lungs. Again, they attempted to snare the piece, but unsuccessful.

Manufacturer narrative:
(B)(4). The customer returned a ptd rotator and catheter for evaluation. The components showed evidence of use in the form of dried blood. The catheter was returned with the basket advanced out of the sheath. Microscopic examination revealed that the distal end of the black pebax tip was twisted and broken off. The tip material appeared twisted, stretched, and uneven; indicating a stress and torsion related breakage. The basket wires are all intact and secured within the basket connectors. No other defects or damages were observed with the catheter or the basket. The length from the distal weld to the end of the black pebax tip measured approximately .354", which is not within the specification of .5156"-.5626" per ptd tip basket drawing. This indicates that at least .1616" of the black pebax tip broke off and was not returned. Functional testing was performed by attaching the catheter hub assembly of the returned device to the returned rotator drive unit. The basket retracted/deployed in and out of the sheath as expected and rotated as expected. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) supplied with this kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was twisted and broken off. The tip material appeared twisted, stretched, and uneven; indicating a stress and torsion related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue.

Event description:
The customer reports: the doctor was doing a declot fistula, in the subclavian/auxiliary region of the pt.'s body, the tip of the ptd device broke off. They tried to snare it, unsuccessfully. When he was done declotting the fistula, they found the radiopaque tip dislodged and went into patient's lungs. Again, they attempted to snare the piece, but unsuccessful.